Manufacturer narrative:
Weight, ethnicity, & race: unk. Date of event: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -07.50 diopter, into the patients right eye (od), on (B)(6) 2021. This was the replacement lens for MFR. Report #2023826-2021-03481 and the problem was not resolved. The patient now has a small anterior subcapsular cataract and vision is worse. The lens remained implanted. Additional information has been requested but none has been forthcoming.